Event description:
An attempt was made to deploy a 2.75mm diameter x 12mm length endeavor rx drug-eluting coronary stent into a pt; however, the physician did not notice the stent was not on the balloon of delivery system until he checked it via ivus after balloon inflation at the target lesion. The relevant stent was found in the protective sheath. The pt is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. No damage was noted to the hoop and no resistance was felt upon removal. The balloon had been inflated. Crimp/bake impressions were evident on the balloon. A clear liquid was present in the balloon and inflation lumen. The stent and protective sheath were on the stylette. The first two proximal and distal stent segments were intact. The remaining segments were stretched and deformed. No further damage was noted. As per the event description, the stent slipped off the balloon during removal of the stylette and sheath. Communications from the account confirmed that some resistance was encountered during removal of the sheath. Although reported that the device was inspected prior to use, it was not noted that the stent was missing from the balloon. Recreations studies carried out have shown that the incorrect placement of fingers on the device when removing the sheath from the balloon can result in damage to the stent similar to that one seen on the returned device. Based on the info available, it appears most likely that the damage to the stent occurred due to the incorrect handling of the device when removing the protective sheath during preparation. The device was not identified as the root cause of the event.

Manufacturer narrative:
(B)(4). Eval codes: results, conclusion: the damage to the returned stent is consistent with incorrect technique on removing the protective sheath based on recreation studies.